Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 97714 serial # (B)(4) showed no significant anomalies. The ins was received in an unopened, shrink wrapped box. The complaint indicated that a "clock too slow" por (0x2) had occurred while the ins was still in the packaging. When the ins was received for analysis, the clinician programmer showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the clinician programmer would not allow the ins output to turn on. After ending the session and starting a new session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this was how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that there was a power-on-reset (por) seen on the implantable neurostimulator (ins). The error code seen on the clinician programmer was 0x0002 clock too slow. The por occurred pre-implant and was reported as an out of box issue. It was noted that there was no specific claim of an out of box failure but the por occurred pre-implant and therefore was still in the box. It was recommended not to use the ins and that is should be returned to the manufacturer. It was noted that the representative had this happen once before and was reported into manufacturer.